Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose value of 504 mg/dl. The customer blood glucose value was 245 mg/dl at the time of incident and the current blood glucose value 398 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not allege pump was under delivering of insulin. Customer treated with manual injection. Troubleshooting was performed. The product will not be returned for analysis.